Manufacturer narrative:
Product complaint # : (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: eighty-two packets of product code vcp496h were returned or analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related no defects were observed during evaluation. A functional test was performed, and the pull force meets the requirements. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide procedure name and date can you please clarify if the needle pull-off occurs before use on patient, or during use on patient? Can you please confirm how many sutures presented the alleged issue? Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. Please provide lot number. Spoke with the sales rep via telephone and he stated that it was unknown the number of surgeries or the number of devices involved. The sales rep indicated that the hcp does not have any additional information regarding the reported events. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 ug/m. Note: events reported via 2210968-2021-06817, 2210968-2021-06818, 2210968-2021-06821, 2210968-2021-06823, 2210968-2021-06824, 2210968-2021-06825, 2210968-2021-06826 and 2210968-2021-06827.

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.